Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported issue. Physio-control performed unrelated repairs and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event when they were monitoring the patient via defibrillation therapy electrodes, the ECG rhythm on the device went to a flatline rhythm and reportedly wasn't recognizing the patient any longer. The customer advised that they switched to the 4 lead ECG cable and observed the same issue. The customer did not provide any additional details of the event or the patient. It is unknown if the patient suffered any adverse effects as a result of the reported issue.